Event description:
Social security refused to allow me to get the elite sensor for my pump. What is the sense of having the pump without the sensors to stop insulin in the middle of the night. "Threshold suspends."